Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis. Added dob, lawyer, law firm, revision surgeon, hospital, updated patient harm, updated date of revision, updated product details in ips including manufactured & expiration date. After first revision, ppf alleges fracture of bone and dislocation, however impacted products were reported are none depuy. Doi: (B)(4).2010 - dor: (B)(4)2017 (left hip)

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 litigation received. Litigation alleges pain, bodily impairment, debilitating lack of mobility, and high levels of toxic metal levels.